Event description:
Option study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 23.6mm. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of aspirin and apixaban. 1101 days post implant procedure, the patient was noted with confusion. On the same day, the patient was admitted to the hospital for further evaluation and treatment. A CT scan of the brain showed left pca distribution infarct with mass effect, likely cardioembolic with persistent afib. The patient was diagnosed with a cerebral vascular accident. The patient has remained in the hospital following this event.